Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller stated when stimulation is turned on, the patient is getting a pain from their left hand or right arm and said the stimulation shocks the patient from their spine down to their feet on the leg and they didn't think that was right so they would turn stim off. Caller also said patient started to feel like the back where they put the stimulator was a little bit off or something and kind of hurt some. Caller said they noticed the issues with stim after a few days of getting the device. During the call, caller described patient's stimulation was on and they were on 6.8. Caller said patient was not feeling the shocking now. Caller asked if they needed to increase. Agent reviewed general information on adjusting intensity and redirected to doctor to check on implant/settings if needed.